Event description:
The patient suffered a second gi bleed approximately 23 months post the index procedure. A colonoscopy was performed. The investigator assessed that the event was not related to the study device. The patient recovered without treatment.

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the prox lad. It is reported that approximately 3 months post index procedure the patient suffered spontaneous gastrointestinal (gi) bleeding. It is reported that the patient recovered.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
(B)(4).

Event description:
The endeavor sprint drug eluting stent was implanted in the rca during the index procedure, not the lad as previously reported. A colonoscopy was performed following the gi bleed event that occurred approximately 3 months post index procedure.

Manufacturer narrative:
Evaluation results (B)(4) inherent risk of procedure (hemorrhage). (B)(4).

Event description:
Investigator indicated that the reported event was not related to the study device or procedure.

Event description:
Approximately 29 months post index procedure the patient expired. The cause of death was pneumonia. The patient was hosipitalized and treated with medication prior to death. The investigator has indicated the event was not related to the study device.